Manufacturer narrative:
Corrected information has been provided in d1 brand name. Corrected information has been provided in d4 serial number. Corrected information has been provided in e4 reporter also sent report to FDA. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the false alarm could not be determined since data logs nor product were available for investigation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was inserted via the femoral artery to support the 80 year old female patient who had been admitted in with plan for a protected percutaneous coronary intervention. The patient was known to have native coronary artery disease, but other underlying medical history is unknown. The pump was placed and was supporting despite false positioning alarms. The team performed echo imaging and observed the pump to be appropriately placed in the left ventricle. The pump was placed, however the patient expired on the support on the day of implant. The cause of death was not shared. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition and underlying coronary disease.